Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc, the device was disposed.

Event description:
A bleed in the brain was reported. It was reported that an nrg transseptal needle was selected for use during a left atrium appendage closure. After the procedure, it was a screen failed and the physician still want to go transeptal, which was done with no issues reported. It did a contrast shot of the appendage to ensure it wasn't closeable. Heparin was given to the patient and screen fail confirmed; the bleed started and was not visualized on the CT after the fall. Thus, the procedure was cancelled. The patient fell two days prior to case, and they were cleared by neurologist to do the procedure. The patient woke up with headache and had a brain bleed. The patient was admitted to the hospital beyond standard of care, they fully recovered and were discharged later on. The physician decided to go transeptal to interrogate the appendage with a pigtail contrast injection (screen fail appendage too small). No malfunctions were reported for the nrg needle. The procedure was cancelled because the appendage was too small; nothing to do with nrg needle.